Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was not visible due to solvent getting on the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they can saw partially if back light is on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with moisture damage on lcd resilient cover noted. Device passed displacement test.